Event description:
It was reported that a secondary infusion was running at an unspecified rate, and name of medication was not provided. Shortly afterward, it was noted that the primary 8100 infusion was 'free flowing' however it was caught in time to prevent any patient impact. The nurse further reiterated that there was no patient harm as a result of the event.. Although requested there was no further information provided regarding detail of the event or product return for investigation.

Manufacturer narrative:
The customer¿s complaint of a free flow event was not confirmed or replicated during the investigation. ¿ the log review found no programming errors that would explain a report of over infusion. ¿ timed rate accuracy testing was performed with the customer¿s device operating at the suspected infusion rate of 100ml/hr as a secondary infusion. Testing found the system to be in specification with no unregulated flow observed. ¿ internal and external inspection was performed and no issues were found that would have contributed to the customers reported free flow event. ¿ the administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The root cause of the customer complaint of a free flow event was not determined.

Event description:
It was reported that an unspecified secondary infusion was free flowing. This was observed by the nurse who further stated that there was no patient harm as a result. Although requested there was no further information provided regarding detail of the event or product return for investigation.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient demographics requested, but not provided.

Event description:
It was reported that an unspecified secondary infusion was free flowing. This was observed by the nurse who further stated that there was no patient harm as a result.